Event description:
During a wedge resection, the device was fired and the blade stuck in the middle of the anvil, which led to a hole in the lung. A like device was pulled, but it fired once and then the reload would not go back into the gun. The lung was sutured and there was no patient consequence.